Event description:
Customer called to report that the tray under the blood sampling valve (bsv) was full of liquid and that there was a large brown leak under the coulter lh750 hematology analyzer, which customer suspected was lysed blood. Preventive maintenance had been performed a day earlier. Customer noticed the leak upon arrival at the laboratory before the instrument was put into use. A service request was generated; however, customer cancelled the service call since they discovered a line had disconnected at the needle, which customer then replaced to resolve the instrument issue. The root cause of the leak was a disconnected line at the needle. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak.

Manufacturer narrative:
Customer resolved the issue prior to the field service engineer's onsite visit. Therefore, the service request was cancelled. Customer verified instrument performance per instrument specifications, and has not called back to report any further instrument issues. (Note: the beckman coulter, inc. Identifier for this report is (B)(4).) Customer resolved issue pre-evaluation.